Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where during a physician discussion at pcr paris, it was mentioned that a patient may have suffered a clinically significant stroke post op day 1 following sapien m3.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. E1: phone number (B)(6) could not be added h6: device code "insufficient device problem information" was not an option the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.